Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the package was open upon receipt. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pms were completed. Lot # 7b03845 was sterilized and released. All results were within specification and products were released. The production process, in process testing and packaging of products were run in accordance with process instructions for sterile machine doyen 4. Visual inspection was performed in accordance with test method and was completed at the beginning of the order and every hour following until the order is completed. No nonconformity was registered during the manufacturing process of lot #7b03845. This is the only complaint for the affected lot. Two (2) photographs have been received for this issue and have been evaluated in accordance with work instructions. The photographs confirm the batch number expected and also shows the dressing sachet open. A non conformance was opened for this issue on all doyen machines after batch 7b03845 was manufactured and is now closed. The investigation found that there was a buildup of excess glue on the sealing system which led to open seals being found. As a result the documentation of cleaning the 4ss system was updated. All operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.